Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the waist, which is off-label usage of the device, on (B)(6) 2024. The patient and spouse were at a dinner party, the patient started to not feel good but the cgm reading was 101 mg/dl at that time. Shortly after, the patient experienced seizure, and someone from the dinner party called an ambulance. Upon the arrival of the paramedics they took a bg reading which was 60 mg/dl and the cgm reading was 101mg/dl. The paramedics treated the patient with IV fluids and juice and took him to the hospital. In the emergency room, they treated the patient with IV fluids, potassium, food and juice. The patient recovered within the day and was discharged, the bg reading was 150 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.